Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a return of symptoms two days following implant. The patient confirmed therapy was on. The manufacturer call center assisted the patient with increasing stimulation and recommended that if the symptoms do not resolve the patient should follow-up with their healthcare provider. The reported symptoms were urgency and urination. A follow-up letter from the patient indicated that she believes that the cause of the return of symptoms was the change from the external system to the ins and needed to adjust the programming. Patient did not state if the symptoms had resolved at the time of this report. No device malfunctions were reported. The patient reported that one month post implant her symptoms returned. Additionally the patient reported that she was no longer feeling stimulation. The patient was advised to increase stimulation from 1.6 to 1.7 and to follow-up with her healthcare provider (hcp). A follow-up letter with the patient determined that the return of symptoms started around (B)(6) 2016. When asked what circumstances may have contributed to the patient's change in therapy the patient stated that her hcp had her stop taking "vesicore" on (B)(6) 2016. The patient stated that after she started taking vesicore again her symptoms started to improve. The patient stated that she would try to change the program to see if her symptoms continue to improve. Patient status is unknown at the time of this report.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.